Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The three devices were visually examined and photos were taken. Additional photos were provided by (B)(6) which were also reviewed. There does not appear to be any structural damage to the juggerknot inserters (i.e. Bent, fractured, etc.). It is noted that all three devices are disassembled in that the sutures are no longer assembled to the instruments. Per the complaint, none of the anchors remain in the patient. Only one anchor was returned. It is assumed that the other two anchors were discarded. It is evident from the returned anchor that it was attempted to be deployed. This is seen from the attached photo which shows the anchor has been drawn in on itself and is pulled tight. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 912031, jgrknt 1.5mm #2 mb sngl, p05900. 912031, jgrknt 1.5mm #2 mb sngl, p04871. 912031, jgrknt 1.5mm #2 mb sngl, ni. Report source, foreign ¿ events occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10078. 0001825034 - 2017 - 10077.

Event description:
It was reported that during the surgery, the anchors were pulled out when the surgeon tried suturing the sutures. The same incident occurred on three additional products during the same surgery. Therefore, the surgeon had to drill more burr holes and used alternative products to complete the surgery. Attempts have been made and additional information on the reported event is unavailable.